Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported power switching event could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient recognized the controller changed from one power port to the other one before the batteries are down to 25% (>25%). Battery was exchanged and problem solved. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery ((B)(4)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned.